Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that ventilator shut off during patient use. The ventilator made a continuous alarm that alerted the registered nurse (rn). The rn began hand-bagging patient and the patient was placed on another ventilator. There was no harm to patient. The debug logs showed the ventilator reset and restarted ventilation.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.